Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at a fold on the center of the cylinder bodies. The first cylinder exhibited a leak consistent with explant damage. The second cylinder had no leaks and passed the pressure test. The pump was visually and microscopically examined, leak tested and functionally examined. A leak was identified above the deflation ball, the leak is consistent with explant damage. The ams 700 flat reservoir was visually inspected, leak tested, and examined using a microscope. Tool damage was found by the strain relief junction most likely occur during explant; no leak was found. Due to this damage being consistent with explant, it will be considered a secondary failure. Based on the information available and analysis results, the reported leak could not be confirmed as the leaks identified in the cylinder and pump are consistent with sharp instrument damage during the explant procedure.

Event description:
It was reported that after the patient had his inflatable penile prosthesis (ipp) replaced on (B)(6), the patient hear an unusual noise in the flow while trying to inflate. The patient went to the doctor's office for assessment and his dr. Noticed that the pump is withered, presuming it is emptying. A replacement surgery was performed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that after the patient had his inflatable penile prosthesis (ipp) replaced on (B)(6), the patient hear an unusual noise in the flow while trying to inflate. The patient went to the doctor's office for assessment and his dr. Noticed that the pump is withered, presuming it is emptying. A replacement has been requested.